Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor skipping anomaly during testing noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. No cracks at lcd display window noted. Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer's blood glucose ranged from 145mg/dl-157mg/dl. Then blood glucose dropped and was still showing ketones. Customer went low during her sleep; it was 42mg/dl.

Manufacturer narrative:
Additional information has been received, which was not included with the follow up report. The information has been provided with this report.the insulin pump passed delivery volume accuracy test. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's reported via phone call that the patient was recently hospitalized. The customer's blood glucose value at the time of incident was 145 mg/dl, but there were ketones in her blood and she had experienced both high blood glucose and low blood glucose episodes. Customer stated that she dropped her insulin pump a few weeks prior to the incident, and that the device sounded like the piston was skipping. She troubleshot the device by herself and continued to use the pump until she ended up in the hospital. Her health care provider treated her blood glucose with fluids and insulin drip. The customer declined troubleshooting for her low and high blood glucose values. No products were returned, replaced, or shipped.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.